Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer became upset with technical support and declined further assistance regarding the issue. No additional patient or event information was available.